Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the device had a crack in the tank and was leaking. No patient injury or involvement were reported.

Manufacturer narrative:
10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. No evidence of error was found in the device ehl (event history log). Visual inspection of the returned device confirmed that it had minor wear and tear in the enclosure and reservoir tank cover. The customer problem was not duplicated during the investigation. No root cause was found as the cause was undetermined. No corrective action was taken as the device was no longer needed for the loaner pool and will be scrapped. No problem was found with the device. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2014-08-14 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: e4: initial reporter also sent report to FDA: unknown.